Event description:
Satisfactory specimen not retrieved, sometimes repeatedly. Unused needles returned for investigation. Further investigation revealed that the physician made six attempts and was not able to obtain the second core sample he desired. The physician offered that user error could have been a major factor as he changed his technique. The physician further stated the pt had no complications at that time and no abnormal findings during follow-up visit.